Event description:
It was reported that during a patient follow-up check on an implantable heart device the programmer had no reaction on its touch screen and that changing out the stylus touch pen did not resolve this. It was not possible for the programmer to interrogate the implantable heart device. The programmer has not been returned to service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
At analysis both of the stated reasons for return (no interrogation possible and touch screen not working properly) were confirmed. There was no illumination of the light-emitting diodes (led's) appearing when the radiofrequency head was placed on the implantable pulse generator and mostly the touch screen did not react on the lower part of the screen. It was also noted that though the stylus worked properly it had some cosmetic damage and that an error in the software updates were found. The device was cleaned, the touch screen assembly was replaced and new software was installed. The device passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.